Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Customer reported that during a procedure, the device caught on fire; no patient injury.

Manufacturer narrative:
Per new information from the certified perioperative nurse (cnor), this incident was found prior to a patient being brought in to the or. They were setting up the or for an arthroscopy case and upon noticing the foul odor, or determined that the light source was the issue. The unit was then removed and replaced with a unit from another or prior to the patient being brought back to surgery. No delay in surgery occurred. Also per the cnor, no flame or spark was noted with the incident. When the light bulb assembly was removed, it was noted to have the burnt appearance. No one was injured when handling this. It was reported that the device caught fire during the procedure, with no harm to patient or user reported. Initially, this case was deemed to be reportable since the reported issue could lead to a serious injury in case of reoccurrence; however, with the new information provided by the cnor (stated above), a new review of the complaint was performed. According to the information received, there was no flame or sparks noted. When the light bulb assembly was removed, it was noted to have the burnt appearance. No one was injured when handling this and the issue was realized prior the patient was in the or. The risk is covered in the related risk file (sap-ID: 300000166779; risk-ID: 3.3.03; version: be; severity-level: 2 (due to software failure the fan does not work in a right way); probability-level: 1 (improbable)). Based on the risk analysis and the new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.